Manufacturer narrative:
G4: 29jun2020 b4: (B)(6)2020 the service technician replaced power switch overlay and the phenomenon was improved. The service technician states that the touch panel frozen issue was not duplicated , but the touch screen was replaced preventively. Software version was checked.(ver.2.30) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020. B4: 12oct2020. Failure analysis on the returned touchscreen shows that the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The medical engineer reported that while the device was in use on a patient, the unit failed with "check vent: alarm led failed" and the unit alarm sounded and the touch panel froze. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient , but there was no patient harm reported.